Event description:
It was reported that multiple cartridge alarms (20, 30) occurred during insulin delivery. Customer's blood glucose level was 118 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.